Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with high lead impedance. The lead was capped and replaced during the generator change out. The patient was stable post procedure. No product will be returned.